Manufacturer narrative:
The device has been returned for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC placed in saphenous vein. Twinflo pcc placed on (B)(6) 2018 and dressing noted to be leaking (B)(6) 2018. Rn removed dressing and PICC flushed and noted to be leaking proximal 5cm from hub in 2 places. PICC discontinued.

Event description:
PICC placed in saphenous vein. Twinflo pcc placed on (B)(6) 2018 and dressing noted to be leaking 6/3/18. Rn removed dressing and PICC flushed & noted to be leaking proximal 5cm from hub in 2 places. PICC discontinued.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint is not confirmed. The catheter we received as a sample was into two pieces. The catheter tube had been cut at approximately 18,3 cm. The cut was running diagonal. Microscopic examination showed signs for a cut with a sharp instrument - on the surface of the cross section typical scores were visible (see photo). An e-mail was received from the customer stating that the catheter had been cut to do a catheter exchange when the PICC began leaking and that the catheter had been sent in because it was leaking from the first 5cm from the hub. However, it is not possible to investigate a catheter if it is cut in half because the sample is compromised. The batch history record was reviewed and did not show any deviations during the production. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved catheter tube code (B)(4), batch 0204808001 was according to iso 10555. This is the first complaint for batch 6005068, the 11th regarding a catheter leakage and the first regarding a snapped/cut catheter tube on code (B)(4)- but none of them have been found to be manufacturing related. As the catheter worked well for 18 days and each catheter is flow and leak tested the likelihood for this to be a manufacturing issue is very low. The root cause for this complaint is inconclusive. No corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem. The customer will be advised not to temper with the suspect sample prior to shipping for investigation.